Event description:
"The extension set plunger is not long enough".

Manufacturer narrative:
It was reported that "the extension set plunger is not long enough to push the spring within the admin tubing so anesthesia is not able to push propofol with a syringe. They can't use the other ports because the admin tubing holds too much propofol". No additional information is available related to this incident. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: g4, g6, h2.